Manufacturer narrative:
The devices remain implanted in the patient and are not available for evaluation. Device identifiers have been requested. (B)(4). Stent malpositioning and iop elevation are listed in the device labeling as known inherent risks of glaucoma stent. Reference MDR #2032546-2016-00019 for the first stent involved in this event.

Event description:
During istent surgery the stent was implanted too posteriorly and did not seat in schlemm's canal, but migrated backwards possibly ending up in the suprachoroidal space. The surgeon proceeded to implant a second istent and this stent also ended up in the suprachoroidal space. Neither malpositioned stent was retrieved. One day postoperatively, the patient presented with iop 33 mmhg, otherwise the cornea looked good and no hyphema present. Additional information has been requested.

Manufacturer narrative:
(B)(4). The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Refer to MDR #2032546-2016-00019 for the first istent that was implanted in this patient. MFR reference # (B)(4). Submitted to FDA: 7/6/2016.

Event description:
Clinical follow-up was requested and on 06/11/2016 the surgeon provided the following additional event details. Both istents were implanted and placed in between the scleral spur and the ciliary body band (malpositioned). There was no evidence of a cyclodialysis cleft and the event did not result in any iris damage, loss of bcva compared to baseline, or visual disturbance. Both stents were unable to be visualized post-operatively and the patient will continue to be monitored. The patient's current status/ prognosis was reported to be "doing well".